Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 350 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 30 issue was verified while based on the analysis, the alleged battery issue was verified in the pump logs; however, no failure was identified. The information will be used for tracking and trending purposes.